Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. It was reported the transmitter was removed prior to removing the sensor pod from the patient's body. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, the reported events cannot be confirmed and a root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire had detached from the pod. It was stated that the patient removed the transmitter from the sensor pod prior to removing the sensor pod from the body. The sensor wire was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.